Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The pt reported that her blood glucose was reading low (exact bg level was not provided). She stated that she recently changed to a different brand of insulin and lately her bg levels are not balanced. Her husband took her to the emergency room as she was suffering from hypoglycemia. There is no further info regarding the ER visit or her treatment.